Event description:
It was reported that the catheter was received damaged. The package appeared bent and crushed and inside the shipping tube was broken at the end of the tube; however, the catheter was still intact.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The triangular outer brown cardboard box was received crushed and torn. The catheter was received in a broken shipping tube. The gray tube was broken 9.5 inch distal of the clear adaptor. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the triangular cardboard outer box, it was found that when the catheter tube is placed to one end of the outer box the break area lined-up with the damage on the outer box. When the catheter was removed from the tube, it was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.